Manufacturer narrative:
Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly on a test mock-up device and observed that it generated fault codes and failed to complete the boot cycle. The root cause of malfunction was determined to be the u8 ic chip from the main pcb assembly.

Event description:
Physio-control elevated the device and observed a service wrench, "call service" message and fault code logged in the memory indicating a potential critical failure. There was no report of pt involvement with incident.